Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter: material #302995, lot #5190733. Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip report incident or problem information: ahs mdip reference number (ID): (B)(6). Date of incident: 2025-11-24 site name/location: level of harm: ahs optional report to cmdsnet (health canada): incident details: during treatment of patient, writer selected a 10 ml syringe from ambulance equipment drawer. As writer drew liquid into syringe, it began ejecting the fluid out of the side of the syringe. When inspected again, writer finds a crack starting near the #6 and going past the #10 on the syringe. Equipment was immediately discarded but kept for this rls record and writer continued treating patient without issue. Impact of incident: who was affected? Frequency of problem: other device/incident factors: invasive procedure? Procedure: physician: device information: device name/description: syringe luer lock tip 10ml, manufacturer: becton dickinson canada inc, manufacturer code/model: 302995, serial or lot number: (B)(6), device expiry date: 2030-06-30, supplier catalogue number: 308-302995, was the device retained? No.